Manufacturer narrative:
This supplemental report is being submitted to provide additional information from product testing. A pull test was performed on a representative device with intact proximal wire loop. The test showed that the proximal wire loop does not deform easily under normal activity.

Manufacturer narrative:
This supplemental report is being submitted to correct the MFR date. The MFR date is corrected from july 25, 2018, to june 25, 2018.

Manufacturer narrative:
The accessory device was discarded by the user facility and will not return to olympus for evaluation. The cause of the reported complaint cannot be confirmed. A potential factor is the continued use of the reusable accessory device despite visible damage. Although the corresponding scope model is unknown, a typical olympus scope that specifies use of the accessory device is the tjf-q180v duodenovideoscope. The tjf-q180v reprocessing manual warns that the accessory device is ¿intended to be replaced once they show any signs of wear. Should any irregularity be observed, use a replacement accessory instead. Using defective accessories may cause equipment malfunction, reduce the efficacy of reprocessing, present a risk to patients and/or operators, or damage the endoscope and/or accessories.¿ and ¿to prevent damage, do not apply excessive force to the endoscope and accessories during reprocessing.¿ the reprocessing manual also has explicit inspection steps for the accessory devices prior to their use in scope reprocessing.

Event description:
Olympus was informed that during reprocessing of an unknown model olympus endoscope, a user facility employee punctured a finger on the metal end of a coiled wire ring in the accessory device. The wire ring was the most proximal ring in a chain attaching the channel cap to the plug frame. The wire ring had been previously stretched out of position, exposing the sharp end of the coil. The event occurred during pre-cleaning, prior to scope disinfection. The finger puncture caused bleeding, and as a precaution the employee obtained a tetanus shot. No permanent injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fet to fds.